Event description:
The customer reported that six pt waveforms sped up for a few seconds and then dropped out with no alert for about a min and then came back up. She says the system has about 40 pts on it and the rest are fine. This resulted in a temporary inability to centrally monitor the six pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.